Event description:
Two inserts were both found to be "grossly loose" after they were placed into the baseplate. A third insert was tried. There was still movement, but it was acceptable. The surgeon believes there is a possibility that the metal baseplate was damaged with the impactor upon inserting the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.